Event description:
A patient walked in to the hospital on his own and was not hypotensive, but had a ph of 6.9. A pcx result of 123 mg/dl was obtained at 4:55 pm. Patient was getting blood gases which include a glucose result. Blood samples were drawn at 3:00-710 mg/dl, 3:26-715 mg/dl, 4:41-684 mg/dl and 7:14-453 mg/dl. The results of the lab drawn were not reported ot the ER until 1.5 hrs after the initial pcx result. No other pcx result was reported. Pcx result was inconsistent with the customer's reported state of ddka. Patient was reported to have expired. Date of death is unk. Treatment provided is unk.